Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), impaired gastric emptying ('autoimmune disorder type of disorder: gastroparesis'), cholecystectomy ('gall bladder removal') and pancreatitis ('gastrointestinal or digestive system condition type: pancreatitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute pancreatitis, hyperkeratosis, depression, anxiety, fatty liver, gastroparesis, hyperlipidemia, hypertension, menorrhagia, breast lump removal, cholecystectomy, esophagogastroduodenoscopy, gastric bypass and menorrhagia. Previously administered products included for an unreported indication: depo provera, loestrin and pantoprazole. Concurrent conditions included osteoarthritis since 2015. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as pantoprazole sodium sesquihydrate (panto). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), impaired gastric emptying (seriousness criterion medically significant), pancreatitis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), liver disorder ("liver disease"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: urinary infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), arthralgia ("pain-joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), eczema ("rashes or skin conditions type: eczema") and vulvovaginal pain ("vaginal pain") and was found to have haemangioma ("gastrointestinal or digestive system condition type: hemangioma") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (gallbladder removal and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, impaired gastric emptying, cholecystectomy, pancreatitis, dysmenorrhoea, dyspareunia, fatigue, haemangioma, liver disorder, alopecia, cystitis, urinary tract infection, vaginal infection, allergy to metals, arthralgia, anxiety, eczema, weight increased and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, cholecystectomy, cystitis, dysmenorrhoea, dyspareunia, eczema, fatigue, haemangioma, impaired gastric emptying, liver disorder, pancreatitis, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: 2010 or 2011. If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Reporter information, medical history, essure removal details added. Action taken with drug updated. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), impaired gastric emptying ('autoimmune disorder type of disorder: gastroparesis'), cholecystectomy ('gall bladder removal') and pancreatitis ('gastrointestinal or digestive system condition type:pancreatitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute pancreatitis, hyperkeratosis, depression, anxiety, fatty liver, gastroparesis, hyperlipidemia, hypertension, menorrhagia, breast lump removal, cholecystectomy, esophagogastroduodenoscopy, gastric bypass and menorrhagia. Previously administered products included for an unreported indication: loestrin, pantoprazole and depo provera. Concurrent conditions included osteoarthritis since 2015. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as pantoprazole sodium sesquihydrate (panto). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), impaired gastric emptying (seriousness criterion medically significant), pancreatitis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), liver disorder ("liver disease"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), arthralgia ("pain-joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), eczema ("rashes or skin conditions type: eczema") and vulvovaginal pain ("vaginal pain") and was found to have haemangioma ("gastrointestinal or digestive system condition type: hemangioma") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (gallbladder removal and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, impaired gastric emptying, cholecystectomy, pancreatitis, dysmenorrhoea, dyspareunia, fatigue, haemangioma, liver disorder, alopecia, cystitis, urinary tract infection, vaginal infection, allergy to metals, arthralgia, anxiety, eczema, weight increased and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, cholecystectomy, cystitis, dysmenorrhoea, dyspareunia, eczema, fatigue, haemangioma, impaired gastric emptying, liver disorder, pancreatitis, pelvic pain, urinary tract infection, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: 2010 or 2011. If you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.